Event description:
The report stated that after a radical prostate vesiculectomy, tissue necrosis was discovered on the buttock of the patient. This necrosis was treated within the hospital. The photo documentation taken at the site did not indicate a damage of the tissue through the hf-leakage current in the site's judgment.

Manufacturer narrative:
To date, the incident generator has not been received for evaluation. Further information and the sample have been requested. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.